Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 24-may-2024, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 28.5u. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 24-may-2024 and 14-jun-2024 in the pump history file. The formatted history file lists data from 03/28/2024 to 08/01/2024. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 13-mar-2024. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0864 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, the battery cap contact missing/damaged, device test failed. The customer reported a blood glucose value of 24 mg/dl. The customer reported hypoglycemia treated with discontinued use of insulin delivery system, glucagon, ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-386a, mmt-332a, mmt-7020a, mmt-1780kl. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer believes the pump is over delivering. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. No product return is required for mmt-386a. No product return is required for mmt-332a. No product return is required for mmt-7020a. Mmt-1780kl was requested and the customer response was the device will be returned.